Event description:
Surgeon implanted three cufftack anchors in november. Later a second procedure was performed. It was found that one anchor was loose and the anchor heads had broken off. The fragments were removed. The cuff had healed back. As intervention was required the event is being reported to FDA.